Event description:
The hospital emergency room staff attempted to administer external pacing to a patient diagnosed in third degree heart block. The device allegedly displayed a pacing leads off message and use of the pacemaker was inhibited. The patient's skin was cleaned, dried, shaved and abraded and another set of pacing electrodes was applied. The device continued to display a pacing leads off message. The pt was transported to another hospital with external pacing administered with another device. There were no adverse affects to the patient reported as a result of the alleged malfunction.